Event description:
As reported, the 7f maxi ld 14x4 balloon ruptured during a case. It never achieved pressure. This balloon simply ruptured before any significant pressure was attained. Nothing out of the ordinary. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Manufacturer narrative:
The 7f maxi ld 14x4 balloon ruptured during a case. It never achieved pressure. This balloon simply ruptured before any significant pressure was attained. Nothing out of the ordinary. There was no reported injury to the patient. The product was not returned for analysis. A product history record (phr) review of lot 82264258 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (although unknown) may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 7f maxi ld 14x4 balloon ruptured during a case. It never achieved pressure. This balloon simply ruptured before any significant pressure was attained. Nothing out of the ordinary. There was no reported injury to the patient. The device will not be returned for evaluation.